Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd screen noted. Insulin pump was unable to perform displacement test due to bleeding lcd screen. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The pt's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.